Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, genital bleeding, dysmenorrhea (cramping), abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: results of confirm. Test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added pelvic pain, genital bleeding, dysmenorrhea (cramping), abdominal pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device - location of device: to uterus / perforation (uterus)'), pelvic pain ('chronic pelvic'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and chlamydial infection. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), vaginal infection ("vaginal infection"), ovarian cyst ("right ovarian cyst"), vaginal discharge ("vaginal discharge") and hypothyroidism ("hypothyroid") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, abdominal pain, mood swings, vaginal infection, ovarian cyst, vaginal discharge, weight increased and hypothyroidism outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hypothyroidism, menorrhagia, mood swings, ovarian cyst, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, genital bleeding, dysmenorrhea (cramping), abdominal pain. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. X-ray - in (B)(6)2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received: events: ablation, abnormal bleeding (vaginal, menorrhagia), mood swings, vaginal infection, perforation (uterus), vaginal discharge, weight gain, hypothyroid, ovarian cyst were added. Event outcome and severity of pelvic pain updated. Reporters, patient demographics and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device - location of device: to uterus / perforation (uterus)'), pelvic pain ('chronic pelvic'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and chlamydial infection. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), vaginal infection ("vaginal ifection"), ovarian cyst ("right ovarian cyst"), vaginal discharge ("vaginal discharge") and hypothyroidism ("hypothyroid") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, total hysterectomy and hysterctomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, abdominal pain, mood swings, vaginal infection, ovarian cyst, vaginal discharge, weight increased and hypothyroidism outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hypothyroidism, menorrhagia, mood swings, ovarian cyst, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, genital bleeding, dysmenorrhea (cramping), abdominal pain. Current weight 195 lbs. Discrepancy noted in date of removal (B)(6) 2018. Insertion date discrepancy as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. X-ray - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-feb-2021: mr received: lot number, reporters and rcc note added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device - location of device: to uterus / perforation (uterus)'), pelvic pain ('chronic pelvic'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and chlamydial infection. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), vaginal infection ("vaginal infection"), ovarian cyst ("right ovarian cyst"), vaginal discharge ("vaginal discharge") and hypothyroidism ("hypothyroid") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, total hysterectomy and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, abdominal pain, mood swings, vaginal infection, ovarian cyst, vaginal discharge, weight increased and hypothyroidism outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hypothyroidism, menorrhagia, mood swings, ovarian cyst, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, genital bleeding, dysmenorrhea (cramping), abdominal pain. Current weight 195 lbs. Discrepancy noted in date of removal (B)(6) 2018. Insertion date discrepancy as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. X-ray - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.